Event description:
The trilogy 100 ventilator was returned to a third-party service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device failed a test step for sensor pressure. There were no significant event(s) in the error log(s). The sensor board was recommended for replacement to address the issue. The root cause isn't confirmed at this time. Additionally, the software was upgraded to 14.2.05 unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.